Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in bed storage at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The tech found the brakes and hex rod were worn and broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the brakes and hex rods to resolve the issue. Based on this info, no further action is required.